Event description:
Customer reportedly obtained result of 69 mg/dl, and 549 mg/dl on the advantage system within 10 minutes. An additional comparison reported results of 66 mg/dl, 242 mg/dl, 251 mg/dl and 293 mg/dl on the advantage system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.